Event description:
Customer reported that the insulin pump alarmed motor error during basal rate. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer also reported that she received an off no power alarm. Customer stated she received a low battery alert prior to the off no power alert. Customer stated the battery cap is not loose, cracked or damaged. Blood glucose value is 99 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.